Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose . Customer blood glucose was 50 mg/dl. Customer also stated that there blood glucose was 52 mg/dl after bolus for breakfast. Customer had treated with sugar pills and glucose tablets for low blood glucose. Customer also stated their blood glucose was fluctuating from low to high. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. The insulin pump will not be returned for the further analysis.